Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008k2 hemodialysis (hd) machine had a burned power plug. Follow-up information with the biomed revealed that the event occurred during heat disinfection mode. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals as a result of this malfunction. The temperature reportedly got cold and upon observation, the power plug was revealed to be burned on one of the black connectors. The biomed reported that there was no burning smell, smoke, or flame noticed. There was no damage observed on any other components. The burned plug was original to the machine and the machine has approximately 28,282 hours. The biomed stated that the machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the power cord and plug assembly. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. The power cord and plug assembly is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the power supply cord and plug assembly was returned to the manufacturer for analysis. A visual examination was performed on the cord and plug which revealed signs of heat damage and pitting on the prong of the hot (black) terminal of the plug. In addition, the ground prong appeared to be bent. Functional testing was performed by installing the received cord and plug into a working unit. The test unit powered on without any failures. The test unit was able to complete the self-test and heat disinfect programs without any failures and without causing any further damages to the plug. A functional resistance test was performed on the plug by measuring the resistance between the wires and prongs (terminals). The measurements found no discrepancies. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements and did not reveal any issues or problems related to the reported complaint. The investigation into the cause of the complaint was able to confirm the reported event. A visual examination of the power supply cord and plug assembly confirmed that the part sustained heat damage. Therefore, the complaint has been deemed confirmed.